Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range, pacing impedance and thresholds measurements. This patient lost to follow up for two and a half years. When the patient presented for device check, daily measurements on rv lead impedance showed high pacing threshold and high out of range pacing impedance measurement since june 2013. Shock lead impedance measurement was normal and no noise was noted on rate- sense channel. Pocket manipulation was performed to elicit noise but no noise was produced. Subsequently, the patient underwent a revision procedure where this rv lead was explanted and a new lead was successfully implanted with normal diagnostics. Additional information was received that a connection defect was suspected since the x-ray on the lead did not reveal fracture. The lead was also tested with pacing system analyzer (psa) with results in normal limits. No additional adverse patient effects were reported. The device remains in service while the lead is no longer in service and was returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead returned was severed at 16 centimeters from the is-1 terminal pin. Set screw mark was noted on all terminal connectors, drag marks were on is-terminal ring and leaf spring marks were noted on is-1 terminal ring. A stylet was also stuck inside the distal segment and was then extracted. The proximal segment of the lead passed resistance measurement testing. Resistance measurement testing was not performed on the distal portion of the lead due to a stuck stylet; however, x-ray revealed no fractures. The damage was induced in the field, during explant procedure. In conclusion, the allegation of high pacing lead impedance and high pacing threshold measurement were not confirmed.

Event description:
--